Event description:
Patient stated that three v-go's have completely fallen off from her inner thigh. Patient stated v-go came off on 08/03, 08/08, 08/11 and the one she has on today is loose. Patient stated on saturday 08/08 v-go was loose at 9am glucose was 201, at noon it was 216 and at 2pm it was 316. Patient stated when she clicked on bolus ready button at 2pm is when she could smell insulin and notice it wet in that area. Patient stated she removed the v-go and replaced it with a new one. Patient stated she has discarded all v-go's except the one she has on today.